Event description:
It was reported that intermittently cartridge alarms occurred during insulin delivery and during the load sequence. A replacement pump was sent to the customer to address the issue. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer addressed their bg with a correction bolus.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.